Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was unable to load the taxus express2 3.0x32mm drug eluting stent onto the guide wire and the technician noted that the stent strut was flared. The procedure was completed using another taxus stent, same size. No patient injuries or complications occurred.